Manufacturer narrative:
On (B)(6) 2021 the customer reported her screen is blank and she received a stuck button alarm. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, scratched case. Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Finally the vibrator is functioning and vibrated when it was supposed to during the self test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual battery and stuck button alerts or insulin pump errors that may have occurred around the event date. The closest such alert to the event date is a 61=stuck button alert which occurred on (B)(6) 2021 at 15:46. Did not note any unusual insulin pump errors listed around the event date. The case was cut open. After visual inspection, there are signs of previous moisture presence around the electrical board 1 aa battery connector. After inserting a known good electrical board 2 and a known good electrical board 1 into the test case, the sleep current measurement fell within specifications. After swapping the test electrical board 2 onto a known good electrical board 1 and then into the test case, the sleep current measurement fell within specifications again, but after inserting a known good electrical board 2 onto the test electrical board 1 and then into the test case, the sleep current measurement read high. In summary, the customer¿s report that screen is blank and she received a stuck button alarm was not confirmed during testing. The high sleep current measurement is due to the moisture damage on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated they received stuck button alarm and insulin pump kept beeping and alarming. Customer stated insert battery alarm did not displayed on the screen. Contacts on the battery cap were neither missing nor damaged. Customer stated insulin pump got crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.